Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to herself, a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted for 7 years. Consumer is a mother of 5 kids. On an unspecified date the consumer experienced severe migraines, bloating, and bad pelvic pain. Consumer had an hysterectomy and since surgery all her symptoms are gone. Result and assessment of the product technical complaint investigation received on (B)(6) 2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe migraines, bloating and bad pelvic pain. Severe migraines is unlisted in the reference safety information for essure while bloating and bad pelvic pain are listed. These events were considered serious by the company due to medical importance. Pelvic pain may occur during and following the micro-insert placement procedure. In this case, temporal relationship between the reported events and suspect insert was unknown. Consumer stated that she underwent a hysterectomy and then all symptoms were gone. Based on this information, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since consumer had an hysterectomy. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.